Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case confirmed the header was detached from the device case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was able to successfully establish telemetry with a programmer. Electrical testing could not be performed due to the header being detached from the device case.

Event description:
Boston scientific received information that during a normal device change out procedure, difficulty was experienced removing the right ventricular (rv) lead from this pacemaker. Numerous troubleshooting techniques were attempted, including cutting off the back of the header, but were unsuccessful. The terminal pin of the rv lead pulled away from the ring due to the removal attempts. The lead was capped and surgically abandoned. Difficulty was experienced gaining access to implant a new lead. The replacement procedure was then aborted and a new system has not been implanted. No adverse patient effects were reported.